Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently fell and the pump touchscreen cracked. Customer's blood glucose was 105 mg/dl. Although requested, it was not reported if pump was functional.